Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasoft lancing device cap was broken and that the depth adjuster was not working properly. The patient takes metformin (500mg) twice a day. She takes the medication once int he morning and in the evening time. The patient explained that if her morning blood glucose level is below a certain, unspecified level, she is supposed to skip her evening dose of metformin. The patient indicated that the alleged issues started on two days earlier, at an unspecified time during the morning time. Although the patient was unable to test her blood glucose, she continued to take her metformin as prescribed in the morning and also in the evening. On an unspecified date/time, the patient developed symptoms of feeling like she was "going to pass out." The patient alleged that she developed the symptoms because she had been taking metformin medication when she did not need it. The patient mentioned that she had to eat hard candy to treat herself. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient alleged that she developed symptoms suggestive of hypoglycemia after the alleged issue started. The patient further claimed that she was unable to adjust her dosages of metformin accordingly because of the reported product issue.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.